Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on july 02, 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during a hot axios stenting procedure performed on (B)(6) 2021. During the procedure, the stent first flange prematurely deployed. The stent was removed from the patient partially deployed. The procedure was not completed due to device availability. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on july 02, 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during a hot axios stenting procedure performed on (B)(6) 2021. During the procedure, the stent first flange prematurely deployed. The stent was removed from the patient partially deployed. The procedure was not completed due to device availability. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a150103 captures the reportable event of stent first flange prematurely deployed. Block h10: a hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was partially deployed due to the advanced position of the stent over the nose cone without exposing part of the first flange. The delivery system was received in original position with the retainer clip. Microscopic examination was performed and the outer sheath was found stretched and friction marks were observed at the distal end. Functional inspection was performed and the stent was able to deploy without resistance. A dimensional analysis was performed and the outer sheath, including the tip was measured to be within specification. No other issues with the stent and delivery system were noted. The reported event of stent first flange prematurely deployed could not be confirmed because the first flange was not fully deployed. Taking all available information into consideration, the investigation concluded that the reported event of stent first flange premature deployment may have been related to procedural factors encountered during the procedure. The stretched sheath and friction marks in the same location are evidence of high resistance indicating that there was friction between the device and other tools/instruments/devices, which limited the performance of the device and contributed to the reported event. Friction at the distal section could have pulled out the tip and advanced the stent position over the nose cone leading to the partially deployed stent without fully exposing the first flange. Based on the reported event and analysis of the device, the event likely occurred due to procedural factors; therefore, the most probable root cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Manufacturer narrative:
Block h6: medical device problem code a150103 captures the reportable event of stent first flange prematurely deployed. Block h10: a hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent slightly pushed out of the outer sheath. The delivery system was received in original position with the retainer clip. Functional inspection was performed and the stent was able to deploy without problems. A dimensional analysis was performed and the outer sheath, including the tip was measured to be within specification. No other issues with the stent and delivery system were noted. The reported event of stent first flange premature deployment cannot be confirmed as the device was returned with the nose cone separated (first flange not fully deployed) and this could have been perceived by the physician as stent first flange premature deployment (first flange fully deployed). Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated when the retainer clip was removed, limited the performance of the device and contributed to the nose cone separation. Additionally, during the manufacturing control the device is inspected for the gab between the nose cone and outer sheath and the length of the outer sheath was measure to confirm if the distal edge of the outer is butted up against the shoulder of the tip. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation on (B)(6) , 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during a hot axios stenting procedure performed on (B)(6) , 2021. During the procedure, the stent first flange prematurely deployed. The stent was removed from the patient partially deployed. The procedure was not completed due to device availability. There were no patient complications reported as a result of this event.